Event description:
It was initially reported that the patient's generator was not functioning. It is unclear what was meant by non-functioning and all attempts for more information have been unsuccessful to date. It is unclear if there is a suspected malfunctions or if the patient simply is at end of service. The patient will likely have surgery but it has not occurred to date.

Event description:
Additional information was received that the patient had a generator replacement due to end of service. The generator will not be returned to the manufacturer for evaluation as the generator was discarded by the hospital.

Event description:
Additional information was received that the patient's generator was at nearing end of service and there is no suspected malfunction.